Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized twice in the past ten days. The second hospitalization was this morning and the blood glucose reading was 500 mg/dl when admitted. Troubleshooting was performed and the time was incorrect. The insulin pump passed the prime and high pressure tests. Nothing further was reported.